Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Patient code: it is unknown due to lack of customer response. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the comb was damaged. No further information was available due to lack of customer response.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the comb was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device needed checked out and repaired if necessary and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the calibration and test cut could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the comb was damaged¿ was confirmed since during the initial inspection it was noted that the comb was damaged. During the initial inspection it was noted that the comb was damaged. The root cause of the damaged comb cannot be specifically determined with the information that was provided. The issue was resolved with the replacement of the damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.